Event description:
The procedure being performed was a post cervical laminectomy. The pt was in the prone position. The skull clamp had released rendering the pin fixation to the skull. The pt sustained a 2cm scalp laceration.